Manufacturer narrative:
The visual inspection of the abutment screw confirmed that it had fractured. The review of the device history records did not provide any indication of a manufacturing deviation that would cause this condition. As part of biomet¿s compliance master plan, recent audit of complaint data, and enhancements made to biomet 3i¿s reporting policies, this event was identified as one requiring retrospective reporting.

Event description:
The doctor indicated that this abutment screw fractured 3 years post restoration.